Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues.

Event description:
A pt presented to the surgeon with pain approximately 2 months post op. X-rays taken on unk date and examination revealed helical blade had cut through the femoral head. Surgeon removed the blade and nail. Pt was revised to 95 degree angle blade plate. This report is #1 of 2 for the same event.